Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual and x-ray examination of the lead did not find any anomalies except for damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of loss of capture was not confirmed.

Event description:
During a follow-up in clinic, a loss of capture was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.